Event description:
It was reported the patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to tibial tray subsidence. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined as there were no evident reasons for failure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to pain, attrition of the anterior cruciate ligament, mild mediolateral instability, and early aseptic loosening. The bearing, tibial tray, and locking bar were removed and replaced. Operative report noted clear fluid during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.